Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The defective load cell 2 was replaced to remedy the fault. Upon further testing during service, the platform displayed a fault code 27 (encoder fault (>3000 rpm)), unrelated to the reported complaint. The encoder indicated that the driveshaft was turning too fast at a speed higher than 3000 rpm during compressions, and therefore, the fault code 27 was triggered. The root cause was due to the defective integrated encoder gearbox, likely attributed to a defective component. The defective integrated encoder gearbox was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. To troubleshoot, the customer exchanged the lifeband, but the issue persisted. No patient involvement.